Manufacturer narrative:
Upon receiving the instrument and investigation, it has been determined this type of malfunction does not have a history of causing harm or contributing to a serious injury in this instance.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02889 - 1.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). This report is 1 of 2 mdrs submitted for this event, as it is unknown which device malfunctioned 0001825034-2017-02889 & 0001825034-2017-06513. The complaint device has been returned, but the device investigation has not yet been completed. Once the investigation is completed, a supplemental will be submitted.

Event description:
It was reported that during the procedure (gts implant) the impacting plate fractured while the surgeon was hammering the handle.the procedure was completed with another handle present in the surgical unit.